Event description:
It was reported that during a lap appendectomy, the device was not responding to the hand activation buttons. Used another like device to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.